Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. We forwarded the complaint and customer picture to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batches showed no abnormality which could be related to the reported issues. Retain samples were visually inspected; no abnormalities such as damage on rubber sleeve or other parts could be observed. Then, samples were connected to greiner holders and greiner tubes inserted for water sampling. After removing tubes, no leakage caused by retracting defect or side penetration could be found. Next, rubber sleeves were removed and needle tubes examined; no abnormalities such as burr or blade configuration defect could be observed. In addition, silicone application on the back needle was measured; all results were within range of standard. Furthermore, the tensile strength of the rubber sleeves was measured; all results were within range of standards. The complaint could not be duplicated.

Event description:
Customer states "holder filled with blood while tube was on it. Blood sprayed on patient's pants, floor, chair and on phlebotomist. 3rd time this has happened. Needle looks fine in beginning however after spraying the inside needle is bent as is evident by picture." Holder in use was 450230, lot c201134v.